Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04525. The pt received two leads with different lot numbers. It was reorted the pt was not receiving stimulation coverage on his left side. The sjm rep noted the left lead showed all contacts to have high impedance. The pt reported in the past he had received sputters of jolts a few times. The sjm rep was able to reprogram the pt using one lead, and the pt received partial left side coverage. Further follow up identified the physician was to undertake surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.